Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported defective keypad which was reproduced as the device not functioning as intended. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad. The event happened in biomed service department during testing. There was no patient involvement. No additional information is available.